Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of pulmonary embolism with symptoms while on anticoagulation therapy, severe endometriosis, ovarian cancer, radiation therapy, chemotherapy, post-operative hernia after total hysterectomy, severe shortness of breath, exercise intolerance, multiple pulmonary embolisms, for which she was hospitalized and received treatment for three months and the patient also has a history of heterozygous prothromin 20210 mutation. The filter was deployed via right common femoral vein. The device was placed just below the renal veins. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced fracture and embedment of the filter into the wall of the inferior vena cava. The patient became aware of these events and the device was removed approximately eight years after the index procedure. Medical records state that the device removal was complicated by multiple fractures which were removed with forceps. There are still three fractured fragments of the filter that are embedded into the inferior vena cava wall. The fragments are in a stable position and are unable to be removed. The patient continues to experienced emotional distress, mental anguish, anxiety and stress. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracturing of the filter and embedment of the fractured struts into the wall of the inferior vena cava. The patient also reports experiencing anxiety. The indication for the filter implant was recurrent pulmonary embolism and symptoms while on coumadin. The filter was placed via the right femoral vein and deployed below the level of the renal veins. The patient is reported to have tolerated the procedure well. The patient¿s medical history, prior to implant, was significant for endometriosis resulting in a total hysterectomy. The patient was then found to have ovarian cancer and underwent chemotherapy and radiation. The patient also experienced a post-operative hernia and underwent repair. During the post-operative course, the patient experienced severe shortness of breath and exercise intolerance. A computed tomography (CT) scan showed multiple pulmonary embolisms. The patient spent three months in the intensive care unit receiving treatment and developed hemorrhage and hematoma complications after receiving streptokinase. Upon discharge the patient was transitioned to coumadin. The patient was later diagnosed with a heterozygous prothromin20210 mutation. Approximately eight years post implant the patient returned to have the filter removed. During the procedure the filter could not be fully sheathed, despite 8 lbs of force. A laser was used and allowed for sheathing of the main filter body using less force, 4 lbs. It was noted that several previously fractured filter fragments remained in the ivc. One of these fragments was retrieved with the combination of flexible forceps and a snare. Five other embedded filter fragments were then removed one by one using a combination of flexible forceps, snare, and laser tissue ablation using less than 2 pounds of tension. Three embedded fragments (2 barbs each 3 mm, and 1 19 mm side bar) were found to be firmly embedded in the wall and left intact. Cavograms were done in 2 projections showing the side bar and remaining barbs were entirely embedded within the caval wall with no risk of embolization. The patient tolerated the procedure well and there were no immediate complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture could not be confirmed, and the exact causes could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter fracture is unknown. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section b5: according to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 13 years and 2 months post implantation. The patient reports a history of deep vein thrombosis. The patient states to be suffering from physical and emotional pain. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, and h6 have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracturing of the filter and embedment of the fractured struts into the wall of the inferior vena cava. The patient also reports experiencing anxiety. Additional information received indicated that the patient had a history of deep vein thrombosis and is experiencing physical and emotional pain. The indication for the filter implant was recurrent pulmonary embolism and symptoms while on coumadin. The filter was placed via the right femoral vein and deployed below the level of the renal veins. The patient is reported to have tolerated the procedure well. The patient¿s medical history, prior to implant, was significant for endometriosis resulting in a total hysterectomy. The patient was then found to have ovarian cancer and underwent chemotherapy and radiation. The patient also experienced a post-operative hernia and underwent repair. During the post-operative course, the patient experienced severe shortness of breath and exercise intolerance. A computed tomography (CT) scan showed multiple pulmonary embolisms. The patient spent three months in the intensive care unit receiving treatment and developed hemorrhage and hematoma complications after receiving streptokinase. Upon discharge the patient was transitioned to coumadin. The patient was later diagnosed with a heterozygous prothromin20210 mutation. Approximately eight years post implant the patient returned to have the filter removed. During the procedure the filter could not be fully sheathed, despite 8 lbs of force. A laser was used and allowed for sheathing of the main filter body using less force, 4 lbs. It was noted that several previously fractured filter fragments remained in the ivc. One of these fragments was retrieved with the combination of flexible forceps and a snare. Five other embedded filter fragments were then removed one by one using a combination of flexible forceps, snare, and laser tissue ablation using less than 2 pounds of tension. Three embedded fragments (2 barbs each 3 mm, and 1 19 mm side bar) were found to be firmly embedded in the wall and left intact. Cavograms were done in 2 projections showing the side bar and remaining barbs were entirely embedded within the caval wall with no risk of embolization. The patient tolerated the procedure well and there were no immediate complications. According to the information received the patient became aware of the reported events approximately 13 years and 2 months post implant. The patient reports a history of deep vein thrombosis. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A history of deep vein thrombosis (dvt) was reported. Due to the nature of the complaint the history of dvt cannot be further clarified. Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Without images or procedural films for review, the reported filter fracture could not be confirmed, and the exact causes could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter fracture is unknown. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracturing of the filter and embedment of the fractured struts into the wall of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following implant, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, making retrieval difficult. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture could not be confirmed, and the exact causes could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter fracture is unknown. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracturing of the filter and embedment of the fractured struts into the wall of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.